Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on a stored atrial tachycardia/atrial fibrillation (at/af) event. Low amplitude p wave was noted, with atrial sensitivity programmed to the most sensitive setting. The atrial lead remains in use. No patient complications have been reported as a result of this event. Note.